Manufacturer narrative:
The company service rep examined the sys and replaced the fluidics module. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 12/19/2007.

Event description:
The nurse reported, that the sys displayed an error message (fluidics module not responding) during set-up of the system, prior to the second case of the day. The customer also saw smoke, with a burning smell coming from the back of the sys. This occurred prior to surgery. Ten cases were cancelled for the rest of the day.